Event description:
As reported by a field clinical specialist (fcs), during deployment of a 26mm s3ur into a non-edwards surgical mitral valve, the valve balloon of the commander delivery system "appeared to "watermelon" seed into the left ventricle. Initial placement of the s3 looked to be on target." As per follow-up with the fcs, the first s3 was implanted. There was a 2nd valve attempted to be implanted transcatheter; however, the team was unable to advance and deployed. The attempt was aborted as the difficulty crossing and risk was outweighing the reward. The system was then removed and patient was converted to open procedure. The 1st s3 valve was then explanted. The 1st s3 was precariously still inside the surgical valve, but barely as it was way too high, but not loose in ventricle. The patient is stable, but was still in the hospital 1 week post-op. After reaching out to the fcs, it was confirmed that the reason for malposition of the 26mm s3ur was not caused by an edwards device malfunction or deficiencies but was likely caused either by stored tension in the commander delivery system, or by the commander delivery system valve balloon as it expanded, interacting with the pre-existing non-edwards surgical that was implanted in the mitral position, or a combination of both. During the navigation and alignment of the valve on the commander delivery system, tension can be created. This tension should be released prior to the delivery system and valve cross the aortic annulus. However, this appears not to have been the case and it resulted in the valve being malpositioned too ventricularly. The patient was taken to surgery, and the 26mm s3ur tmvr was explanted, and a surgical valve was implanted. The fcs clarified the "crossing difficulty" and stated that there was initially difficulty crossing the mosaic valve with the wire. The fcs was referring to crossing with the 2nd commander and valve. The 2nd system would not cross. Issues getting coaxial appeared to be a factor.

Manufacturer narrative:
Investigation is ongoing. This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 13158. H3 other text : not returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - thv malposition" was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during deployment of a 26mm s3ur into a non-edwards surgical mitral valve, the valve balloon of the commander delivery system "appeared to -watermelon" seed into the left ventricle." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). Per training manual, "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position." In this case, the valve was positioned too ventricular and it was not adequately covering the pre-existing surgical valve. Its reported that there was stored tension in the delivery system and the balloon of the delivery system appeared to "watermelon see" into left ventricle. It is possible that one or both of these factors together caused the valve to be implanted more ventricular. As such, available information suggests that procedural factors (valve positioning and deployment technique, build up tension) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.